Manufacturer narrative:
Manufacturing and inspection records were reviewed for acu-sinch knotless system w/insrtr 3.5 (part number(B)(4). Batch 554909), and no anomalies were found. The manufacturing records indicated the screw expired 02/06/2024. Based on the information received, the facility implanted expired product in the patient.

Event description:
It was reported during surgery, after the acu-sinch knotless system w/insrtr 3.5 (part number (B)(4). Lot number 554909) was implanted, it was discovered that it had expired in february 2024. It was also reported the surgeon was made aware and decided not to remove and replace the expired product. The patient's status is unknown. There were no other adverse patient consequences reported.